Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision issue four times same pt. On (B)(6) 2013; inratio 5.0; repeat: 2.8; (B)(6) 2013; inratio: 5.0; repeat: 3.8. Time between testing unk. Pt's therapeutic range unk. Lot number unk.